Event description:
It was reported, the gastrointestinal videoscope was incorrectly reprocessed and there was foreign material exiting from the channel. In addition, the brush tip had fallen off and was missing. It was unclear whether it fell off inside or outside the body. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, remaining of foreign material or bristle were not confirmed. Since the tip of the fallen brush was missing and no abnormality of the device to cause breakage of the bristle was confirmed, it was not possible to judge the relation between the event and the device. A definitive root cause for this event could not be determined. The suggested events are detectable and preventable by handling the device following the instructions for use (IFU). Gif-1200n operation manual chapter 3: preparation and inspection 3.8 inspection of the endoscopic system. Caution for brushing is stated in fu gif-1200n: reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.